Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized with a high blood glucose of 601 mg/dl. It was stated that the customer had a sore throat, and thought she was getting sick. The customer's blood glucose decreased when treated by IV, but as soon as she was put back on the insulin pump, the blood glucose increased. The doctor thought that something might be wrong with the device. Troubleshooting was performed, and there was no damage to the drive support disk. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.